Event description:
It was reported that difficulty irrigating the device and a thrombus occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using farawave nav catheters. A 31mm farawave nav catheter was loaded onto an unknown guidewire and the farawave nav catheter was advanced into position in the left atrium. Multiple 301 errors occurred indicating pre pulse test failure. The farawave nav catheter was removed and exchanged for a new farawave nav catheter. The new farawave nav catheter was advanced into the left atrium and a 201 error main post failure occurred which indicated a power on self test failure. It was observed the irrigation flow rate for the catheter was approximately one drip saline per 30 seconds. The farawave nav catheter remained in the left atrium while the irrigation pump was exchanged for an irrigation pump with an improved irrigation flow rate of 2ml per hour. A thrombus was observed on the lumen of the farawave nav catheter via intracardiac echocardiography (ice). The farawave nav catheter was removed and the procedure was successfully completed with a third farawave nav catheter. The patient fully recovered.

Manufacturer narrative:
This supplemental report is being submitted with an update to section: b5 describe event or problem.

Event description:
It was reported that a thrombus occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using farawave nav catheters. A 31mm farawave nav catheter was loaded onto an unknown guidewire and the farawave nav catheter was advanced into position in the left atrium. Multiple 301 errors occurred which display at the beginning of ablation if the pre pulse test fails. The farawave nav catheter was removed and exchanged for a new farawave nav catheter. The new farawave nav catheter was advanced into the left atrium and a 201 error main post failure occurred which indicated a power on self test failure. It was observed the irrigation flow rate for the catheter was approximately one drip saline per 30 seconds. The farawave nav catheter remained in the left atrium while the irrigation pump was exchanged for an irrigation pump with an improved irrigation flow rate of 2ml per hour. A thrombus was observed on the lumen of the farawave nav catheter via intracardiac echocardiography (ice). The farawave nav catheter was removed and the procedure was successfully completed with a third farawave nav catheter. The patient fully recovered. It was further reported the thrombus remained attached to the farawave nav catheter when the device was removed from the patient.